Event description:
A physician reported a pt who was originally skin tested on 2/6/1996 with negative results. On 3/12/96 the pt was treated without event. On 2/27/97 the pt was treated in the glabella and the nasolabial folds. Within a few days after the treatment, (exact date not known), the pt presented with pain, bruising, warmth, and erythema as well as pustules that drained white milky fluid in the right distal nasolabial fold. The physician prescribed minocin on 3/2/97. Subsequently, the pt's symptoms resovled without further medical intervention; (date of resolution not known). The physician believed the symptoms were product related, and considered vascular occlusion and infection as possibilites, but could not provide a definitive diagnosis.